Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient went to the clinic for a routine follow up, and his lactate dehydrogenase level was elevated to 604 u/l. The patient was treated with an IV heparin infusion on (B)(6) 2015 and persantine on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 64 days. A specific cause for the change in the patient's lactate dehydrogenase level could not be conclusively determined. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event. Placeholder.